Manufacturer narrative:
(B)(4). Date of implant reported as 2000. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. DHR review for part # 462.468s lot # 5759801 release to warehouse date: 31 july 2008 expiration date: 30 june 2017 manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti spiral blade 48mm sterile for ti humeral nails product was processed through the normal manufacturing and inspection operations but one nonconformance was noted. Ncr (B)(4) was written at the seal order operation for 3 of 39 parts for discoloration. All 39 parts were reworked, reinspected and found acceptable. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original surgery was performed sometime in 2000 were the patient was implanted with a humeral nail construct. Patient was implanted with one (1)7mm ti cannulated humeral nail, one (1) ti spiral blade and one (1) ti end cap. On an unknown date post-operative, patient presented with an infection. On (B)(6) 2017, surgeon removed all implants. During the revision procedure the nail was removed and stimulant was put back in to help with infection. Surgeon did not re-implant any other devices. The removed implants were observed to be in good condition. Revision surgery was completed successfully with no time delay. No fragments were generated during nail removal. Patient is reported in stable condition. This report is for one (1) spiral blade 48mm sterile for humeral nails this is report 2 of 3 for (B)(4).